Event description:
It was reported that a patient underwent a hysterotomy procedure two years ago and a drain was placed under the skin due to thick subcutaneous tissue. The patient has experienced scarring and pain where the drain was placed. The patient has also experienced depression since onset of the pain. Additional information has been requested.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). Device (B)(4) - pain occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.